Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "possible deflation". Device remains implanted.

Event description:
Later, healthcare professional reported "patient does not have a deflation". This record is for the right side. Device remains implanted. This record is no longer reportable and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.